Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during an echocardiogram that vegetation was noted on the patient's lead. The pacing system was explanted due to infection and the patient was given antibiotic treatment. No further patient complications have been reported as a result of this event.